Manufacturer narrative:
This incident has been recorded under (B)(4). Once investigation is completed a final/supplemental report will be submitted.

Event description:
It was reported that outside of surgery the fluid levels in both cylinders were incorrect. No harm or delay were reported. No other adverse events were reported as it relates to this event.

Event description:
No additional information is available.

Manufacturer narrative:
This incident has been recorded under (B)(4). Review of the most recent repair record determined the fluid levels in both cylinders could not be seen. The electronic tints were replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.